Event description:
The initial reporter received questionable elecsys pth results from two samples from the same patient tested on the cobas 8000 - cobas e 602 module. The reporter would like to know what affects the assay's electrochemiluminescence immunoassay (eclia) method. Sample 1 the initial result was 21.3 pg/ml. The repeat result was 297 pg/ml. Sample 2 the initial result was 7.6 pg/ml. The repeat result was 281.9 pg/ml. The patient sample (sample number not specified) was further tested in another laboratory: the result using the chemiluminescence enzyme immunoassay (cleia) laboratory method was 278.5 pg/ml. The result using the enzyme immunoassays (eia) laboratory method was 269.8 pg/ml which is equivalent to 278.5 pg/ml using the cleia method.

Manufacturer narrative:
The serial number of the cobas 8000 - cobas e 602 module was not provided. The patient sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
One patient sample was received for investigation. The patient sample was tested for the presence of an interferent. The investigation confirmed the presence of an interferent against the anti-pth assay antibody labeled with ruthenium complex. The investigation determined the event was caused by an interferent against one of the assay antibodies. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Based on the data provided, a general reagent issue can be excluded.